Event description:
After a shunt revision in 2002, the pt was doing fairly well for about ten days. Pt then became less responsive and a CT scan showed enlarging ventricles. The surgeon noted that the shunt valve did not purge easily or refill quickly, so he felt that the shunt was obstructing again. The pt was taken back to surgery 3 days later and the surgeon found that the distal peritoneal catheter was obstructed and he replaced it with a new one.